Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. Patient reported that she has been experiencing elevated blood glucose (bg) levels since (B)(6) 2025. Event took place thrice on (B)(6) 2025. The infusion sets were in use for 1-2 days. The patient's exact bg level was not specified, but the device displayed high. To address the high bg, the patient administered correction doses using manual insulin injections (mdi). No further information available.